Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a sleeve that fell off the device and blood spatter/leakage during use. The following information was provided by the initial reporter: material no. 367364, batch no. 8340896. Verbiage received: opened butterfly and attached vacutainer adaptor without incident. Proceeded to use set as indicated to collect blood cultures. When finished pulled vacutainer/needle portion out of the top a the blood culture bottle and the grey rubber that encases the needle had punctured the top of the blood culture bottle, and had remained inside the top of the bottle. The grey rubber ¿sleeve¿ that encases the needle had disengaged completely from it¿s tubing/needle end, and could be seen half way in and half way out of the bottle. Because the rubber sleeve had detached, there was nothing stopping blood flow from the patient¿s arm, through the needle, tubing, and out onto the bed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set experienced a sleeve that fell off the device and blood spatter/leakage during use. The following information was provided by the initial reporter: material no. 367364, batch no. 8340896. Verbiage received: opened butterfly and attached vacutainer adaptor without incident. Proceeded to use set as indicated to collect blood cultures. When finished pulled vacutainer/needle portion out of the top a the blood culture bottle and the grey rubber that encases the needle had punctured the top of the blood culture bottle, and had remained inside the top of the bottle. The grey rubber ¿sleeve¿ that encases the needle had disengaged completely from it¿s tubing/needle end, and could be seen half way in and half way out of the bottle. Because the rubber sleeve had detached, there was nothing stopping blood flow from the patient¿s arm, through the needle, tubing, and out onto the bed.